Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a gradual decrease in hearing performance over a period of 3 weeks to the point of hearing no sound at all with the device. Dizziness is also reported. There is no trauma, change of health or change in medication reported by the user.the audiologist felt the device housing had migrated since the last time the patient was seen. A CT scan is planned and the user is not to wear the device until the status of the implant is determined.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the received information, observed temporary changes in testing results were most likely due to device unrelated medical reasons, e.g. Temporary loss of cochlear lymphatic fluid. Latest in situ measurements showed all channels within normal limits again. The recipient was re-mapped and reported improved benefit from the device, which remains implanted and in use.

Event description:
The user reported a gradual decrease in hearing performance over a period of 3 weeks to the point of hearing no sound at all with the device. Dizziness is also reported. There is no trauma, change of health or change in medication reported by the user. The audiologist felt the device housing had migrated since the last time the patient was seen. A CT scan is planned and the user is not to wear the device until the status of the implant is determined. In situ measurements taken (B)(6) 2018 showed channels 5-12 with high impedance. Previous measurements from (B)(6) 2018 showed impedance on all channels within normal limits. As per additional information received, CT scan performed on (B)(6) 2018 indicated implant and electrode appeared normal. The array was fully inserted. There were no issues during implantation surgery. The recipient was seen on (B)(6) 2018 and in situ measurements showed impedance on all channels within normal limits and ground path impedance was lower. The recipient was re-mapped and reported better sound quality. The recipient was seen again on (B)(6) 2018 and was still doing well; in situ measurements were normal.